Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle mom hip implant on her left side. On or about (B)(6) 2007, patient was implanted with a depuy pinnacle metal head and plastic liner on her right side. Recently patient has begun to suffer symptoms including, but not limited to, pain, weakness, and difficulty with simple daily activities. There is no mention of revision surgeries. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified for the left hip. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.